Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving bioindustria (B)(4) baclofen [2,000.0 mcg/ml] at a simple continuous dose of 1,698.2 mcg/day via an implantable pump for tetraplegic cerebral palsy. It was reported on (B)(6) 2018 that there were no recorded events or clinical complications during the pump life until (B)(6) 2018. The patient's caretaker called the physician reporting a critical alarm emitting a sound from the morning time every 10 minutes on (B)(6) 2018. The patient was admitted to spasticity treatment unit on (B)(6) 2018 at 14:30 without any withdrawal symptoms and with normal vital functions. The programmer showed the message "motor stall occurred." The logs were read and showed the stall occurred on (B)(6) 2018 at 06:53 and with no other stalls recorded in the past (logs were submitted with the report and confirmed this). The estimated elective replacement indicator (eri) was 24 months. The patient received a bolus of 100 mcg baclofen int rathecally through the access port of the pump and was transferred to the semi-intensive unit of the neurosurgery department at 17:00. During the night between the (B)(6) the patient did not have withdrawal symptoms so the surgery was postponed and the pump was scheduled for (B)(6) 2018 at 10:00. The patient experienced one epileptic seizure on (B)(6) 2018 at 07:00, which was noted as a potential withdrawal complication, but otherwise no harmful events or medical consequences were recorded during observation and prior to reimplantation. The patient had a new pump implanted on (B)(6) 2018 at 10:30 and was then admitted to the neurosurgery department for further observation. The pump would be returned for analysis. The patient's outcome was noted to be "good." No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Z-0497-2013 does not apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.